Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section 1, 4, b5, b6, b7, h6 (health effect clinical code), h6 (medical device problem code), h6 (health effect impact code). The device was returned to zoll medical corporation for evaluation, and the reported issue was confirmed. Logs from february 13, 2025, showed the device operated for about 11 hours and 41 minutes, initially on battery, then on external power. A battery charging fault and external power low disconnect alarms occurred late in the session. The battery temperature remained high for several minutes after disconnection before cooling down. Testing revealed the battery failed due to overheating. An internal inspection showed no electrical damage. The battery was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient age and gender unknown, the device displayed multiple low battery and high battery temperature faults. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.